Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer arjohuntleigh magog inc. (B)(4) on behalf of the importer arjohuntleigh inc (ahus) (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that at the time of lifting the patient on the maxi sky 600 ceiling lift, one of the upright post of the semi-permanent rack installation system collapse barely missing the patient and the caregiver. It was reported that there were no reported injuries as a result of the event.

Manufacturer narrative:
An investigation was performed based on the gathered complaint information. When reviewing reportable events for the similar portable ceiling installation system, we have not found any case with the same or analogous fault description compared to the one investigated here: one of the upright post lost the adhesiveness to the floor. Given the circumstances and sequence of the events, this particular complaint appears to be an isolated occurrence. The track rail involved in this complaint is a portable track system is designed to be used with arjohuntleigh ceiling lift in a homecare settings, at nursing homes and other assisted living centers. The semi-permanent rack system is equipped with two upright posts and one horizontal post, secured on the top. As per system design, the base assembly of upright post should consist of two 't' plates (secured from both sides of each upright post). The main role of this bracket is to ensure the rigidity of the assembly. Based on the collected information, photographic evidence and findings made during the visual inspection of the involved installation system, we (arjohuntleigh) have been able to establish that the main cause of the incident is not following the assembly instructions enclosed in the semi-permanent rack installation system. In accordance to the semi-permanent rack installation instruction for use (IFU), the ']t' plate should be attached on each side of the upright post. What is more, following the preventive maintenance schedule, there is particular attention to the responsibility of the device owner to make sure before every use the bases are properly adjusted. It should be noted that lack of the metal bracket is clearly visible and easy to be recognized. It is also worth mentioning, that prior this incident, the installation system was checked by the customer facility representative. Following the observations reported, the representative stated that "the system would start to tilt as soon as the patient is lifted at the slightest of an angle". It seems that even though the facility staff concerned about the system stability, they chose to use the system with the patient. Our evaluation appears to point to a use error having occurred. If the IFU and the correct procedure would have been followed with using adequate precautions, the event would have been avoided. This is to be communicated to the customer. In summary, the track system was being used at the time of the event and played a role in the reportable incident. Following the above findings, the supportive bracket of the base were missing and from that perspective, it appears the device was not up to specification at the time of the incident.

Event description:
Arjohuntleigh has become aware of the customer complaint aligning the instability of the semi-permanent rack ceiling installation system. According to the information that has been reported by the customer, at the time of lifting the patient, using the maxi sky 600 ceiling lift, one of two perpendicular post of the semi-permanent rack installation system (on which the ceiling lift was attached) lost the adhesiveness to the floor. When the incident occurred the patient was positioned few inches above the bed. Despite the system was reported to lose its stability, the caregiver was able to complete the transfer without further issues. No injury was reported.